Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was tested prior to patient use and no leaks were found. After an unknown amount of time in patient use, the tracheostomy tube reportedly began leaking. No incident related medical sequela was reported.

Manufacturer narrative:
The reported suctionaid tracheostomy 8.0mm soft seal cuff was returned for investigation. The returned device was received in used conditions without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and a result of a tear was detected in the cuff so the complaint was confirmed.